Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a cardiac perforation occurred. During withdrawal/closure of catheter ablation procedure, a farawave catheter was selected for use. After septal puncture with the versacross, the patient vomited blood upon removal of the igel after the procedure. There was perforation in the distal part of the left superior pulmonary vein (lspv). The patient was intubated, and oxygen saturation was stabilized. The patient's condition was stable. In the physician opinion, the j-tip of versacross may have gotten caught in tissue due to being inserted too far. Another physician stated that it might have been caused by the fara guidewire however the exact cause was unknown. The device is not expected to be returned for analysis (discarded).